Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-05884. It was reported a rash would occur whenever stimulation was turned on. The rash would go away after stimulation was turned off. As a result, the patient's scs system was explanted. It was noted, the patient's physician does not know the cause of the rash.